Manufacturer narrative:
An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on 02/12/2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit did not alarm when the unit's extension tubing to the patient was clamped. The extension tubing to the patient was clamped and the kangaroo pump appeared to be infusing with a green light indicating that it was on and running with the proper infusion rate. At no time, did the pump alarm idle or alarm occlusion. There was no patient harm.

Manufacturer narrative:
Submit date: 10/10/2016. An investigation of kangaroo epump was performed for the reported of, ¿¿the unit did not alarm when the unit's extension tubing to the patient was clamped. The extension tubing to the patient was clamped and the kangaroo pump appeared to be infusing with a green light indicating that it was on and running with the proper infusion rate. At no time did the pump alarm idle or alarm occlusion.¿ the unit was not received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. Kangaroo epump was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.